Event description:
Boston scientific received information that during a routine in-clinic follow up, a pop up message was observed on the programmer that tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d). Review of device memory showed that the patient experienced ventricular episodes with rates of 161 and 164 beats per minute (bpm) approximately two months ago where no therapy was delivered. It was reported that the patient was non-compliant and did not recall feeling symptomatic at the time of the episodes. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired if it was possible that therapy was programmed off with a magnet. Ts discussed that therapy cannot be programmed off with a magnet. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.